Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nodules in their lungs. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internally but unable to address the complaint or symptoms. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 0 error code. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section d9, codes in section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged to develop nodules in their lungs related to a CPAP device's sound abatement foam. Additional information was received about the alleged dizziness and headache. There was no report of serious patient harm or injury. . The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected only for product problem (both adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank.(previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - clinical codes and health effects-impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nodules in their lungs. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.